Event description:
The physician reported that during tee probe insertion; the probe was met with resistance and he tried several times to insert the probe. The physician was not able to insert the probe for study. After the examination, the pt complained of throat pain. A visual exam revealed a visible tear in the pharnyx. Surgery was performed to repair the pharnyx.